Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power tray assembly (pta) due to repeated errors 23210 and 41014. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power tray assembly (pta) was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed error 86 confirming the fault occurred in the field. A visual inspection found no issues related to the reported issue. The unit was installed on a golden system with no problem. System power started with no error and after system power cycled 10 times, it failed again, successfully replicated error 86. Error log found the error 86 is related to the intuitive surgical core power distribution (ipd) printed circuit assembly (pca). The complaint was confirmed based on failure analysis. Failure analysis concluded that root cause of the error is the power tray.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) before a procedure to report that they experienced repeated system faults. The customer stated that they were getting 23210 and 41014 faults. Tse was unable to view logs due to onsite not being connected. The customer rebooted the system several times with no change. Tse had the customer hard reboot the system while reseating the fiber cables with no change. The customer decided to move the case to a different room. The procedure was aborted to another dv system with no reported injury.